Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) due to fluid leak on the balloon. It was said that the patient ruptured the balloon from heavy lifting. A replacement surgery was performed. The patient was said to not have experienced any further complications. No more information available at the moment, further information was requested.